Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the catheter exhibited an activation failure and the lp and catheter were unable to be separated. It was then noted that the helix was stretched. The catheter and lp then exhibited a premature separation and the lp dislodged in the ventricle. The lp was successfully retrieved, explanted and replaced. Upon review, it was noted that the tethers were unable to be aligned. The patient was in stable condition.